Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature labour ('pre-term labor') and haemorrhoidal haemorrhage ('bleeding hemorrhoids') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage on (B)(6) 2013, multigravida (5), parity 4 (date of the birth: 1 st pregnancy-: (B)(6) 2002, 2nd pregnancy-: (B)(6) 2004, 3rd pregnancy-: (B)(6) 2014, 4th pregnancy-: (B)(6) 2017), dysphagia, amenorrhea, headache, fractured coccyx, head pain, abdominal pain, acute kidney failure, internal hemorrhoids, acute sinusitis, gastritis, duodenitis, nausea, vomiting, uterine fibroid, corpus luteum cyst, vaginal bleeding, iron deficiency anemia, c-section (1), vaginal delivery (2), sleep disorder, bruising, postpartum state and shirodkar operation. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2014, flagyl from (B)(6) 2013 to (B)(6) 2014, vicodin from 2009 to 2012, mirena from 2004 to 2012, progesterone and laxative-constipation. Concurrent conditions included candida albicans infection since (B)(6) 2017, vaginal disorder since (B)(6) 2017, vitamin d deficiency and mood swings. Family history included breast cancer. Concomitant products included fluconazole since 2014 for candida albicans infection, oxycodone hydrochloride;paracetamol (percocet) for pain as well as ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs), docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, ferrous sulfate;folic acid (ferrous sulphate) from 2017 to 2018 and minerals nos;vitamins nos (prenatal vitamins) from 2017 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced rash pruritic ("itchy patches"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection/vaginitis"). On (B)(6) 2017, the patient experienced haemorrhoidal haemorrhage (seriousness criterion medically significant) and constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), pelvic pain ("chronic/pelvic pain/pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), psychological trauma ("psych injury/psychological or psychiatric problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature labour, haemorrhoidal haemorrhage, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection and constipation outcome was unknown and the pelvic pain, abdominal pain, back pain, rash pruritic, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, weight decreased and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. 2.79g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, cystitis, device dislocation, fatigue, haemorrhoidal haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature labour, psychological trauma, rash pruritic, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: 2-3 coils were visualized at the end of the procedure at each internal os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram in (B)(6) 2015: blockage of both fallopian tubes. Hysteroscopy on an unknown date: normal endometrial cavity was noted/both internal as was were visualized. Pregnancy test on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: constipation, bleeding hemorrhoids, fatigue, pregnancy and abdominal cramping quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury nos replaced with event essure migration, pregnancy (with complications), pre-term labor, device ineffective, chronic/pelvic pain, abdominal pain, back pain , metrorrhagia (bleeding between periods), rash/skin condition, psych injury, bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, weight loss, constipation, bleeding hemorrhoids, lower abdominal pain. Patient demographic detail , product information and lab data was added. On (B)(6) 2019: pfs and mr received: fu 2 and fu 3 processed together. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.